Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring snapped in half. Nothing broke off or fell into the patient and no patient harm was reported. There was a slight delay as they opened a new kit to finish the case.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, d9, g6, h2, h3, h6((type of investigation, investigation findings and investigation conclusions),h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lots 3000440187, 3000444151, and 3000443851 the last 3 lots shipped to the account prior to the event/aware date. For lot 3000440187. There was 1 ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. For lots 3000444151, and 3000443851. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.